Event description:
It was reported that the syringe 0.3ml 31ga 8mm tw experienced hub separation from the device. The following information was provided by the initial reporter: disconnect between syringe and needle.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/12/2021. H.6. Investigation: customer returned (1) 3/10cc, 8mm, 31g syringe in an open poly bag from lot # 0120451. Customer states that there is a disconnect between syringe and needle. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 0120451 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. CAPA#1630423 was initiated. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 31ga 8mm tw experienced hub separation from the device. The following information was provided by the initial reporter: disconnect between syringe and needle.